Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have not been able to use their implant in like 4 years because there was no one where they lived that would see them. Patient stated it started like it was acting up and felt like it was zapping them and it was hurting more than it was helping so they just quit using it, as they had no one to adjust it. The patient stated they would like to meet with a mdt rep. Agent reviewed role of rep and patient indicated they would call their doctor to coordinate. Patient confirmed they have all of their external equipment. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.